Manufacturer narrative:
(B)(4).

Event description:
It was reported "tubing of crrt broke off and became dislodged into the patient's tri-alysis line. Crrt tubing was difficult to disconnect red port from patient, I was eventually able to remove the red line from the tri-alysis catheter after a few tries with a clamp and return the patients blood from the end of the crrt therapy. After blood was returned to the patient I attempted to disconnect the blue crrt tubing from the blue catheter line. I tried a few times manually without and turning or budging. I called for assistance from my charge nurse to attempt to get the lines apart. We both attempted many times, even asking assistance from other nurses and the rt and app. I tried for the last time by twisting the clear tubing and found it to be loose, then it came undone and what we saw was the internal plastic piece of the crrt tubing wedged into the red port of the tri-alysis line. Me and the charge nurse attempted to get the plastic out of the patient's line but eventually had to retire and notify the eb team and family." The patient's current condition is unknown.